Event description:
(B)(4). Leica microsystems ((B)(4)) received a complaint from the USA on february 10, 2015 stating there is a risk that the ms-f ceiling mount could fall down due to exposed mount bolts which were hanging at the coupler. The failure was detected prior to surgery and leica microsystems ((B)(4)) has been informed that there was misconduct by the user facility with the device. There was no patient or user involved and/or harmed.

Manufacturer narrative:
This is a final report. Visual inspection and functional evaluation of the affected component were performed. In addition, all measures, tolerances and the design of the damper package were checked and reviewed. The malfunction was not reproducible to result in the same damages of the damper package as reported. As a result of the investigations, it was shown that the damage was caused by an unintended use. The root cause of the broken area was caused by an external force (overload swing arm). Therefore it was determined that an human factor cannot be ruled out. There are no indications that the problem is systematic. Based on the installed base and a review of our complaint statistic, there is only one case known and the probability of occurrence is remote. On february 9, 2014. The surgical microscope was repaired and back in service.